Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife called technical services and reported the patient had surgery to remove a hernia. On follow-up the patient's nurse confirmed the patient underwent an outpatient procedure on (B)(6) 2016 to repair an inguinal hernia. The patient's nurse stated the hernia was unrelated to pd. The patient has been on pd for one year and continues treatment.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.